Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to an infection at the implant site and subsequently was treated with antibiotics (type, administration, specific date and duration not reported). The symptoms resolved. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.